Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 5.6cm to 6.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented for a follow up and a notification for atrial noise episodes had occurred on (B)(6) 2015. Ecgs revealed noise signals on the atrial channel. On (B)(6) 2015 the lead was explanted and replaced during an unrelated procedure.